Event description:
It was reported that part of the stylet tip was also cut off during trimming before catheter placement. After catheter placement, when the stylet was removed, there was excessive resistance due to the bending of the blood vessel, and the stylet was damaged and disassembled. X-rays confirmed that there were no stylet fragments left in the body. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cut stylet was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter and one t-lock assembly with a stiffening stylet. The investigation findings are consistent with damage caused by contact with a sharp edged instrument such as scissors. The returned product sample was evaluated and the stylet was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ the fracture surface of the outer coil wire was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges were present in both the outer coil wire and core wire. ¿ planar shape to the fracture surface of the core wire. ¿ the weld tip was observed to be missing. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. Additionally, inspection of the catheter found that a longitudinally aligned tear was present in the catheter tubing extending from the 30cm depth marker to the distal end of the catheter which terminated at the 35cm marker. The tear had a jagged pattern and a granular fracture surface. The features of the tear suggested that the tear was related to the removal of the broken stylet and therefore was a cascading failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that part of the stylet tip was also cut off during trimming before catheter placement. After catheter placement, when the stylet was removed, there was excessive resistance due to the bending of the blood vessel, and the stylet was damaged and disassembled. X-rays confirmed that there were no stylet fragments left in the body. There was no reported patient injury. No other information was provided.